Event description:
A motor stall was reported and confirmed; this was following an MRI or other medical procedure and no recovery noted. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).